Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot #: 021916, 013017, 121716 description: nitinol tc electrode, 100 mm.

Event description:
A report was received that several electrodes have problems where the epoxy is chipped around the hub where fluid can seep in.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot #: 021916, 013017, 121716, 111516 and 020416 description: nitinol tc electrode, 100 mm device evaluation performed on the returned electrodes found that all devices exhibited discolored epoxy, cracks and chip outs. The root cause of this failure was due to thermal stress associated with autoclave cycles. The color of newly cured epoxy is amber/light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.

Event description:
A report was received that several electrodes have problems where the epoxy is chipped around the hub where fluid can seep in.